Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Event problem codes: (B)(4). Method - (other) - lens work order search results -(other): a visual inspection of the returned product found the lens in two pieces. Piece of the plate haptic and piece of optic torn off and missing. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found. Conclusions -(no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The lens was returned to the manufacturer without an associated complaint.. The physician's office was contacted for further information. The surgeon stated he inserted a aa4203tl silicone single piece lens with toric optic in the patient's eye. The lens had a torn haptic and had to be exchanged. No further information available.

Manufacturer narrative:
Event problem and evaluation codes: (evaluation method): medical review. (Evaluation result): per medical review - there is no information to determine if there was any malfunction of the insertion system, loading error or surgeon mishandling leading to haptic damage. (B)(4).